Event description:
It was reported that the lead exhibited no left ventricular capture at 7.5 v, 1.5 ms. The pulse generator was pro- grammed to ventricular pacing to right ventricular only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.